Event description:
Additional information was received from the patient. When asked the circumstances that led to stimulation not turning off sensation the patient replied that they had made no changes, it just wouldn't turn off. Patient has talked to their doctor, no further actions were taken, and the issue has not resolved. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient said her stimulation is not turning off. Patient said she shut the stimulation off one and a half to two hours ago and she still feels it. She has a small buzzing and hair is standing up. Patient said she has not fallen. Patient is on program 3 at 0.0 volts with stimulation off. Patient also said she has lost 35 pounds. There were no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. The patient called back after speaking with her managing hcp. The patient stated still experiencing the buzzing stimulation sensation. Patient said that the handset does reflect therapy is in the off position. No further complications were reported.